Manufacturer narrative:
Investigation summary. Received three (3) pictures of primary plum set in package. There was no evidence of a lot number or expiration date on the packaging observed. The complaint of no lot number or expiration date can be confirmed. The probable cause is due to the sealer operator passing two pouches consecutively through the sealer machine and one of the pouches does not get the information printed during the manufacturing process. The lot history could not be reviewed due to no lot number being provided.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 149530488. This product was used for the product code, and 501k. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm that experienced label error - missing information. The reporter stated that the set's package did not have the lot number on it nor the expiration date. The status of the product at the time of the event was at upon opening the package. The event did not occur during patient use, there was no one harmed, no delay in therapy or adverse event as result of this event.